Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the needle tip broke during sewing in the myomectomy. X-ray was performed and needle tip was found in the attractor. Operation time was extended for around 40 minutes. Other information is still being collected. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Please describe where the needle tip was found. Provide more information about the "attractor". What was the size of the broken needle fragment? Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/12/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device return. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested, but unavailable: - was there any change in the patient¿s post-operative care due to the prolonged procedure? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - what measures were taken to retrieve the broken piece? - was there any additional tissue damage as a result of searching for the needle piece? - please describe where the needle tip was found. Provide more information about the "attractor". - what was the size of the broken needle fragment? - device return status: ¿¿noted. - was there any adverse consequence associated with the patient?¿¿ all answers above are unobtainable. Once there is any update, we will update the information. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/12/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: a failed suture needle was submitted fractographic evaluation. The component was identified as product code sxpp1a406. It was requested that assess the fracture mode of the failure. A fracture was observed near the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.